Manufacturer narrative:
The permanent cautery spatula (pcs) instrument has not been returned for failure analysis evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure the permanent cautery spatula (pcs) instrument broke and two plastic parts were lost. Only one of the two fragments were recovered during the same surgical procedure which was completed. Robotically. An x-ray was performed post-operatively but the results/finding are unknown. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.